Event description:
It was reported that a patient with an implantable neurostimulator (ins) and associated leads experienced pain at the implantable neurostimulator (battery/ins) site and reported a shocking feeling at the battery site when the device was off, a shocking feeling in the ribs when the device was off, and the same shocking sensations when the device was on. The patient also reported an intermittent tingling sensation in the ribs even when the spinal cord stimulator was off, which was reported as ongoing. A device revision was performed with explant of the ins and leads and re-implant of the ins and leads, and the patient was reported to be alive with no injury. Additional information was received from the manufacturer representative (rep). It was reported that the cause of the shocking sensation in ribs was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.